Manufacturer narrative:
Investigation conclusion. Further investigation cannot be pursued because there is no lot number.

Event description:
Event occurred in the (B)(6). Report received of false negative hcg for one patient. Reportedly the patient was known to be positive for hcg. Confirmatory method not known. No patient information provided. No reported adverse patient sequela.